Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
.

Event description:
The ICD and lv lead were explanted and capped because the current placement of the lv lead required max output at 1.0 ms in order to capture. This caused a very short battery life. When the ICD hit eri, the decision was made to replace both and attempt to get a better placement for the lead. They were replaced with itrevia 7 hf-t df-1, sn (B)(4) and corox otw-s 75-bp, sn (B)(4). There were no adverse patient side effects reported.